Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the most proximal stent strut row; struts were lifted and pulled in a proximal direction. The od (outer diameter) of the undamaged portion of the crimped stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 04-apr-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 35mm in length, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The lesion contained >=90 degrees bend. Following pre-dilation, a 2.75x38mm promus element¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.